Manufacturer narrative:
The manufacturer previously reported a failure of the ventilator's blower motor. The device's blower motor was not replaced. The estimate was rejected by the customer and the device was scrapped, per customer's request. No repair was performed to this ventilator. Evaluation conclusion = device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.